Event description:
It is reported that post-op a lap adjustable band procedure, the band had to be removed from the pt because of a gastric obstruction. It is also reported that this resulted in gastric dilation that caused decompression of the band. There were no other reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.